Event description:
Use heparin needle to withdrawn heparin from vile. When administering to patient, I noticed that the needle was retracted into the syringe and there was no needle at top. I was unable to keep the needle out of the syringe. Manufacturer response for tuberculin syringe, vanishpoint tuberculin syringe (per site reporter). Redacted date - (B)(6) emailed rtyi representative requesting an RMA and mailer. Rti regulatory responded container has been shipped. Redacted date - RMA and container received; sample shipped (B)(6).